Event description:
It was reported that during a procedure from a clinical registry outside the u.s. An fx minirail did not cross the lesion in the rca and an ostial dissection occurred. No other info was able to be obtained.